Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was revised because the "pump works very tight." The ipp device was originally implanted on (B)(6) 2020. On (B)(6) 2020 the patient reported the difficulties he was having with the pump. On (B)(6) 2020 the patient underwent a revision surgery at which time they "attempt to fix the defect, reinstall." Additional information received states "the pump contracted very tightly. The pump was squeezed with great effort and severe pain." It was assumed that there was a problem with the pump mechanism. During the surgery, the doctor checked the integrity of the implant and for the presence of fluid. The pump was easily pressed after it was removed. "After implantation in the scrotum, again, pressing the pump tightly."